Manufacturer narrative:
Correction: the unique device identification (UDI) should not have been included in the initial medical device report (MDR) as this device is not released for distribution in the united states. The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No procode, common device name and/or 510k provided as this device is not released for distribution in the united states. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A medtronic representative reported that, while outside of a procedure, the navigation system was unresponsive at startup. Restarting the navigation system resolved the reported issue. There was no patient present when this issue was identified. No additional information was provided.